Manufacturer narrative:
(B)(4). Report source, foreign - event occured in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned to manufacturer.

Event description:
It was reported that the monomer liquid could not be sucked into the cartridge.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The returned device was evaluated and was conform. The cannula was obstructed by the powder. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the monomer liquid could not be sucked into the cartridge.